Event description:
It was reported ", the catheter kinked and could not be used properly during catheter insertion". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with an original packaging box that matches the reported lot number. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The teflon sheath was noted on the returned iabc. Bends to the central lumen were noted at approximately 8cm, 13cm and 72cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvi-ous blood was noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. Resistance was noted at 8cm from the distal tip, which is the location of the previously n oted bend. The guidewire met resistance and could not advance at approximately 13cm from the iabc distal tip, which is the location of the previously noted bend. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire met re-sistance and could not advance at approximately 10cm from the iabc luer; which is the location of the previously noted bend. No blood or debris was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "the catheter kinked" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted bent and resistance was noted upon passing the guidewire through the iabc central lumen. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bent central lumen. The root cause is undeter-mined. No further action is required at this time. The reported complaint will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the catheter kinked and could not be used properly during catheter insertion". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".